Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The entire unit was replaced.

Event description:
The hospital reported a failure of the unit to mechanical ventilate, during planned maintenance. There is no report of patient involvement.